Manufacturer narrative:
The t:slim x2 g5 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose levels ranging from 200 (mg/dl) to 300 (mg/dl). During system check with tandem technical support, air bubbles were observed in the tubing. Reportedly, the customer primed the tubing and continued using the pump for insulin therapy. In addition, customer reportedly used cold insulin to fill cartridges. Tandem technical support educated customer regarding cartridge labeling instructions.